Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521 ; product ID: 9735825 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that when they went to register the patient tracker the tracer probe was not tracking. They could not hear the chirping noise from the emitter. They reseated the instrument interface box. The two middle ports on the instrument interface box were amber as well - switched the tracer and patient tracker to a different port and issue persist. Took a different instrument interface box and emitter and the issue persisted. Unplugged and re-plugged in the instrument interface box and then issue resolved and they were able to track. There was a 5 minute delay and no reported impact to patient outcome. The representative was unable to recreate the issue after the case. Additional information was received. It was reported that the cause was unknown.